Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 3006705815-2021-06144. It was reported that patient was not able to place the ipg into MRI mode. X-rays revealed that one of the lead migrated. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.